Event description:
It was reported that a ge healthcare field engineer (gehc fe) was injured, when a magnet monitor3 fell when the cable that was holding it was pulled as he and another field engineer where moving a mr gsc. The monitor hit the gehc fe on the back of the head, and he received 5 stitches.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.